Event description:
On 1/2/81 a device was implanted. On 3/17/81 a connection of gups was made. On 4/14/82 fluid was added to the system. On 10/26/82 the cuff was revised. On 11/1/82 the control assembly was revised. On 4/29/83 the cuff was revised. On 4/29/83 the cuff was revised. On 11/27/83 the control assembly and cuff were revised. On 12/3/96 the device was removed from the pt and replaced due to kinked tubing and tissue atrophy.